Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided images found packaging confirming the product identification information. The device is in its plastic packaging next to the box, but the condition of the device is unclear through the plastic. Another image shows the distal end of the device, but the image quality is too poor to determine the condition of the device through the plastic. The packaging has debris on it. A visual inspection of the returned device found that it was not returned in its original packaging. The device has not been deployed. The anchor is fractured on the distal end. There is debris in the packaging, on the anchor, sutures, and handheld device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during shoulder procedure, the twinfix ultra pk 4.5mm w/2 ub -wht &bl broke during use, inside the patient. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes.